Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's lamp light source displayed an error and was not functioning properly. This issue occurred during service maintenance. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: xenon lamp failed to right up, malfunction in the power converter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e103 (emergency lamp error) and xenon lamp failed to right up due to a malfunction in the power converter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.